Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The heater wire was slightly flexed away from the hot aw. The wire remained in place at the base of the hot jaw. Slight amounts of blood and charred tissue were observed. No other visual defects were observed. Based on the return condition of the device, the complaint was confirmed for the reported failure "bent wire". Specific actions for the reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element became detached from the silicone jaws of device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element became detached from the silicone jaws of device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.